Event description:
Chest tube cannister came from surgical intensive care unit (sicu) with blue fluid leaking into measuring chamber. Lot number 74k2102207. Cannister placed in biohazard bag and left for nurse educator.